Manufacturer narrative:
Device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported left side rupture.device has been explanted.

Event description:
Healthcare professional reported left side rupture.device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device on posterior side assessed as surgical impact opening. (Shell thickness was within specification). Additional observations: non penetrating nicks observed. Red particles observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.